Event description:
The facility representative reported a colleague infusion pump that gave off an alarm and one of the channels would shut down and out of service indication would appear. The reported condition occurred during use. No patient injury or medical intervention occurred.

Manufacturer narrative:
The device was repaired on site. A follow up medwatch will be submitted upon completion of baxter's investigation. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction where the "pump gave off an alarm and one of the channels would shut down and out of service indication would appear" was not confirmed or reproduced during product evaluation. Since the device was not sent in for servicing, no repairs were made to resolve the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.